Event description:
It was reported that the patient complained of chest pain. It was determined that both the right atrial (ra) and right ventricular (rv) leads had dislodged, with the rv lead perforating the epicardial fatty tissue. The rv lead was explanted and replaced. Additionally, the ra lead exhibited a loss of sensing and increased thresholds. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.